Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was seen in clinic for routine follow-up. No anomalies were noted during the device check, however when the device reports were printed it showed the patient had received a shock. The stored episode revealed it was an induction shock. Further data analysis confirmed the shock delivered was an unintended induction shock via user navigation. No adverse patient effects were reported.